Event description:
Customer alleged that when he hits a bump his leg slides off. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated by the consumer as no replacement parts or routine maintenance performed on this power chair. The consumer stated that the joystick is extremely sensitive to his touch. The consumer also stated that he cannot see the front wheels which causes him to accelerate quickly when driving and causes him to bump into walls. The consumer stated that he needs an adjustment to the speed. The consumer stated at the time of the incident, he allegedly accelerated forward causing him to pin his legs between the dishwasher and the power chair. He sustained a 5 inch tear of the skin on his legs. He did not seek medical attention. The consumer does not wear a seat positioning strap at all times. The consumer confirmed that he did receive an owner's manual. Pages 6 and 12 of the owner's manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." The power chair is used indoors and outdoors. This is the consumer's first power chair. The consumer had a scooter prior to this model. Invacare contacted (B)(4) and they will be able to go out to adjust his chair. The consumer confirmed that he does not think that the chair is malfunctioning in any way.